Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the eri was considered normal and the cause of the recharging difficulties was not known. The implant was replaced on (B)(6) 2025. At replacement it was found that a lead had a couple of electrodes out so it was replaced as well. The issue was resolved.

Manufacturer narrative:
Product analysis #835695251:analysis information -- (B)(6) 2026. 10:50:13 cst pli# 10 product ID# 97714 h3. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016. Explanted: (B)(6) 2025.product type lead h3. Analysis found conductors 0, 1, 3, 4 and 5 were broken 34.9cm from the proximal end. There was a short between conductors 4 and 5 when measured from the distal end which was assumed to be caused by the broken conductor ends making contact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2025 product type lead product ID 97792 product type accessory h3: device returned but analysis not yet complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported they were waiting on insurance to approve a battery replacement because they kept getting an eri (elective replacement indicator) message. The patient said they had a hard time charging their implant and had to mess with it to get it to recharge all the way. The patient mentioned they would hate for the stimulator to stop working, and they would be in a lot of pain if it stopped. The patient stated the issue started probably about the middle part of december. The patient stated they did not like when they could feel their stimulation, so they kept intensity lower around 2.0 or 2.5 at most. The patient expressed interest in non-rechargeable batteries. The agent sent an email to representatives for visibility.